Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reports to have received a no delivery alarm and blank display even after replacing battery cap. Customer declined further troubleshooting as he states he just needs insulin pump replaced. Customer reports to be a brittle diabetic and was hospitalized on (B)(6) 2015 due to high blood glucose of close to 1000 mg/dl. Customer removed insulin pump just before being admitted and was treated with a bolus shot. Insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.